Event description:
Initial creatinine result of 2.3 mg/dl. Same sample repeated recovered 1.0 mg/dl. The initial result was not reported. The field service representative was unable to determine cause.